Manufacturer narrative:
Per the clinic, the patient had been treated with numerous courses of oral antibiotics (dates and durations not reported).

Event description:
Per the clinic, the patient experienced recurrent infection and swelling at the implant site. Subsequently the device was explanted on (B)(6) 2016.